Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During implant, it was not possible to loosen the set screw on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of unable to untighten the v-setscrew to remove the lead was confirmed. The setscrew was debrided in the field to remove the lead. Analysis found that calcified blood was the substance that had been filling the setscrew inset that was now mostly cleaned out. The calcified blood was preventing the wrench from inserting into the inset and from engaging the setscrew to untighten it. With the blood removed the setscrew could be untightened and tightened normally.